Event description:
The patient was eventually discharge on hospice care approximately one (1) month after the tmvr procedure and subsequently expired less than one (1) week after discharge. The cause of death was unreported.

Event description:
The patient was eventually discharge on hospice care on pod #19 after the tmvr procedure and subsequently expired less than one (1) week after discharge. The cause of death was unreported.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was likely impacted by the progression of the patient¿s underlying valvular disease pathology. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27mm bioprosthetic pericardial mitral valve, implanted for four (4) years and five (5) months, underwent a valve-in-valve procedure due to mitral stenosis. The tmvr was performed with a 29mm transcatheter heart valve. The procedure outcome reported as a successful transapical valve implantation. There were no immediate complications during the procedure. The patient tolerated the procedure well and was returned back to the sicu in stable condition.